Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2018 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons responded appropriately during testing. The complaint of a keypad button response issue was not duplicated during investigation. The keypad cover was removed and no contamination or defects were found to the button contacts. The pump cover was removed and no evidence of internal moisture or damage was observed.